Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a biliopancreatic diversion with duodenal switch laparoscopically with the band and port removal and hiatal hernia repair, prior to use on the patient, the device would not open. There was no patient injury.